Manufacturer narrative:
Evaluation in progress, but not yet concluded.

Event description:
During preparation for use of the device for a cardiopulmonary bypass procedure, the user reported one spring on the tubing clamp assembly was broken. The device was used for the procedure. The user reported that the procedure was completed successfully, and there was no adverse consequences to the pt as a result of this event.